Event description:
In 2005 surgery was performed on this pt under general anesthesia to implant this permanent lead for low back pain. The surgeon was monitoring evoked potentials to identify any cord compression issues. As soon as he encountered signs of possible cord compression, the surgeon removed the lead. The pt was unable to move his left leg afterwards. The surgeon did not think that the lead was at fault for the problem. Upon follow-up with the sales rep, the lead was either discarded or kept by the hosp but will not be returned to ans for analysis. The pt still has significant weakness on his left side but is ambulatory with a walker.